Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic neurological procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f procedural sheath. A pre-procedural femoral angiogram revealed no presence of calcium. There were no reported peri procedure medications. Following the procedure, a fellow who is still in training to the mynx device, with the trained physician present, chose the device for femoral arterial closure. It was reported that the device was inserted and the sealant was deployed. The advancer tube was retracted and two minutes of fingertip compression was applied, however when the fingertips were released, the groin was observed to be more than oozing. The bleeding was described as "almost" pulsatile blood flow. The fellow applied an additional 20 minutes of manual compression and successful hemostasis was achieved. The patient was ambulated and discharged on schedule with no reported clinical sequela. No further information was provided.